Event description:
It was reported that, during a lap gastric bypass, the device fired malformed staples. Another like device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info was not provided. Info anticipated, but unavailable at this time.